Event description:
It is my belief that in early 2007, a urologix cooled thermo therapy targis system -or one or more of its components that were placed inside my body by my urologist-, destroyed good prostate tissue in me, causing directly and/or indirectly all the problems that follow. The procedure took twenty-eight and one half minutes plus cool down time. Procedure: on the same day, a urologix cooled thermo therapy mobile targis system was used by my urologist/surgeon, urology department, hospital, -hereafter called dr in order to perform a transurethral microwave therapy -tumt- minimally invasive procedure in me to shrink an enlarged prostate -bph-. (Enlarged prostates, according to dr, urologixd literature and other sources, are common for approximately 50% of the male population between the ages of 40-60 years old. If treated early, the success rate is excellent.] However, during approximately the last 10-15 minutes of my procedure, I felt intense burning in my rectal area and I threatened to pull the rectal temperate probe out. After warnings by dr and the urologix tech, I left the probe alone. Dr and I spoke about that incident again in 2008. He remembered it well, but there is no record of it in the official medical records. I asked dr if he would put an addendum in my medical record in order to keep the records accurate. As of today, no addendum has been added to my record, according to the medical records staff at the hospital. Within 5 weeks after my 2007 tumt procedure, which took less than 30 minutes, I was deluged with mild to gross hematuria - bleeding- and blood clots. It seemed like the walls of my prostate were beginning to disintegrate by looking at the size and multiplicity of the blood clots. This triggered an avalanche of problems that caused/resulted in aggressive and necessary operations and procedures in order to stop the bleeding and blood clots -such as spreading the bladder neck to 32 french, using bigger and bigger catheters in order to irrigate and plunger bigger and longer blood clots from my prostate and bladder, so I could urinate and a tuvp operation in the hospital in 2007-. There were more operations throughout 2007 and one in 2008, so far. Those operations and procedures, I feel, destroyed multiple urological organs such as my bladder, neck and urinary sphincters -if they hadn't already been destroyed by the heat generated by the tumt procedure in 2007. Operating room operations such as the aforementioned tuvp and multiple turbnc operations -to reopen the bladder neck opening-, plus medical procedures and the addition of prosthesis, such as the ams 700 penile implant, the single cuff ams 800 urinary sphincter -later replaced, -because of incontinence-, by the double cuff ams 800 urinary sphincter in 2008 and only activated the following month-m plus a urolume stent at the neck of my bladder were necessary additions to my body in order to return my urological system to a semi-functioning, non-natural, mechanical, functional state, at least for now. I say "for now" because my confidence level is depressively "low". Also many other functions, such as my ability to have a quality sexual life with my wife mardene, appears to be destroyed, hopefully not forever. Also I still feel physical pain and discomfort in the penile component. Further information on: the procedure that I and my urologist chose for me in 2007. Primary treatment options. My personal opinion of my urologist. Urological medical condition that I was being treated for on the same day: urinary retention diagnosed as bph. Benign prostatic hyperplasia, or bph, is also commonly referred to as enlarged prostate. Primary treatment options are: wait and see; medications; surgery such as transurethral resection of the prostate - turp; cooled thermo therapy treatment or; other transurethral office-based procedures such as interstitial laser ablation - ila- or transurethral needle ablation - tuna-. The procedure that I and my urologist chose together was the cooled thermo therapy medical procedure called transurethral microwave therapy -tumt- procedure. Microwave heat from a urethral catheter, via an antenna in the catheter assembly, is supposed to destroy the enlarged bad tissue in the prostate, not the healthy tissue. By destroying -cooking- the bad tissue in the prostate, pressure is taken off the urethra, thereby aiding urinary flow. Date of procedure: early 2007, a urologix cooled thermotherapy procedure -tumt- was performed in a urologist's office in hospital using a urologix cooled thermotherapy mobile system. [I was and had been taking many prescription medications for quite some time for other problems - and I still do-, including products that are considered to be or have blood thinning properties. They were plavix, aspirin and ibuprofen. According to the urologix literature, this tumpt procedure, unlike an operation, does not require that you cease taking blood thinners]. To the best of my belief and in order to be as accurate as I can, this procedure was performed on a urologix targis system - source: urologix tech-, "cool wave" control unit model 5000a -source; rn, dr gianitsos's nurse. The system utilized a catheter, with a rtu a rectal temperature probe. Please contact me for the rest of this report.

Event description:
Add'l info received from reporter on 08/14/2008: before I go any further, I state that, in my personal opinion, my urologist/surgeon dr (B)(6) of the (B)(6) has been the best urologist that I have ever seen. I feel that the problems listed throughout this correspondence were initially caused by a problem or problems in the urologix cooled thermotherapy system, and/or one or more of the components of the urologix cooled thermotherapy system (or the placement and very nicely with 100mg viagra). Now the viagra does nothing. I have been married to my wife for 41 years. This entire series of events has been a very severe cause of pain and discomfort for both of us. It has also been a severe sexual disappointment, not only for me but also for my spouse. Sexual intercourse, which has been a significant aspect of our sexual intimacy, has been almost totally destroyed for now. As I have stated, urologix has redesigned their ctc catheter to a new ctc advance model that protects 50% more healthy proximal area. Could this new ctc advance catheter have prevented all my pain and suffering? We can only guess! Please contact me, thank you, (B)(6).